Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2008 and the mesh was implanted. In (B)(6) 2018, the patient started experiencing pain, back pain, bladder spasms, urinary tract infections and frequency lots of peeing problems. Device is still implanted.